Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 50.4 cm to 51.0 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device or feature of the heart. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.